Event description:
The implantable neurostimulator hadn't been used for 1.5 years, was overdischarged, and in a power on reset condition. Patient compliance and other issues/difficulties' interfered with recharging. There was an unsuccessful attempt to reset the device in the clinic. Two weeks later, the patient was again seen in clinic. The physician programmer indicated the device was discharged and to charge the battery. When attempting to recharge, the field representative was unable to get the regular recharge screen until the 'start charge' key was pressed 3 times. All the recharge efficiency boxes were shaded. After the 60 second refresh, the recharger indicated the battery was already 25% full, flashing to 50% full. An 'end of service/end of life' message was noted. The field representative selected ok and then saw the regular programming screen. There was a recommendation to replace the implantable neurostimulator. The field representative was unable to recharge the implantable neurostimulator and the decision was made to replace the device. The patient did not have any adverse signs or symptoms from not being able to recharge or use the device. The patient's original disease stated remained unchanged. No additional treatment was given in lieu of the overdischarged stimulator.